Event description:
It was reported that dr. Indicated fracture. Implant neck fracture. Tooth site # 21.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual evaluation of the as returned implant identified fractured implant at the collar. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were low bone density - type iii. The reported device had been placed on tooth #34 (fdi) for approximately .5 year. Picture or x-ray evidence not provided. Appropriate documentation was reviewed. DHR review for the lot (1241484) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1241484) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.